Event description:
Hcp reported the pt had complaints of never having good pain relief with the pump, though the pt never had any withdrawal symptoms. The hcp attempted a dye study, but was unable to withdraw from the catheter access port. The pump and catheter were both replaced and returned to the MFR for analysis. The pt is reported to be doing well since the replacement. Pt has had several refills and the pain is now well controlled.